Manufacturer narrative:
Submit date: 03/02/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the lcd screen was faulty. The unit has been repaired and tested per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer reports the feeding pump has a blank screen